Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient experienced difficulty turning and locking a box of luer connectors, although the patient could otherwise use luer connectors, and replacement connectors were provided. Symptoms included no clinical effects. Outcomes included no impact on health and no medical intervention. Investigation included customer communication and a review of device history by lot. Investigation of this case revealed user difficulty with connector attachment, with no device malfunction confirmed. It was concluded that the event was related to product usability and that replacement supplies addressed the issue.